Event description:
Reporter alleged that the customer became hypoglycemic and wasn't acting like himself. Reporter stated that they tried using the advantage meter with expired strips and only got an error message. Reporter stated the emts were called, they obtained a result of 28 mg/dl on their system and treated the customer with a sugar pill. Reporter stated the customer was taken to the hospital, given an IV, and released the same day. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Reporter alleged that the customer became hypoglycemic and wasn't acting like himself. Reporter stated that they tried using the advantage meter with expired strips and only got an error message. Reporter stated the emts were called, they obtained a result of 28 mg/dl on their system and treated the customer with a sugar pill. Reporter stated the customer was taken to the hospital, given an IV, and released the same day. No other actions were reported taken or treatment received. Received. Received. Received. Received. A request was made for the return of the suspect device.